Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device did not function as expected. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and ther were no adverse consequences to the pt as a result of this event.